Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump was received with cracked battery tube threads, and cracked case at the battery tube side. The customer applied adhesive to the back of the pump. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, peeling serial number label, keypad overlay texture damage, pillowing keypad overlay, and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. Pump received with flashing medtronic logo. Unable to perform the displacement test, sleep current test, active current test and self test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found corroded electronic assembly, and force sensor. Using a test pcba 1 and the original pcba 2, the pump had flashing medtronic logo. Cosmetic damage was confirmed at the back of the pump. Flashing medtronic logo (confirmed) was observed during analysis and was due to corroded electronic assembly. Pump failed to download history files and traces (confirmed) due to flashing medtronic logo/corroded electronic assembly. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer reported insulin pump had a crack. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump and it was returned for analysis.